Manufacturer narrative:
This report is associated with argus case (B)(4), super poligrip denture adhesive powder.

Event description:
Addiction to swallowing it when it gets gooey he chews it then swallows it. He's eating it purposely [addiction]. Case description: this case was reported by a consumer and described the occurrence of addiction in a (B)(6) male patient who received denture adhesive powder-double salt (super poligrip denture adhesive powder) oral powder (batch number unk, expiry date unknown) for product used for unknown indication. Concurrent medical conditions included denture wearer and dialysis. Concomitant products included no therapy. On an unknown date, the patient started super poligrip denture adhesive powder. On an unknown date, an unknown time after starting super poligrip denture adhesive powder, the patient experienced addiction (serious criteria gsk medically significant) and intentional device misuse. On an unknown date, the outcome of the addiction and intentional device misuse were unknown. The reporter considered the addiction to be related to super poligrip denture adhesive powder. Additional details, the adverse event information was received on 20 february 2017. The reporter reported that the patient intentionally chewed and then swallowed the super poligrip powder once it became gooey. Reporter reported that her son was on dialysis and was concerned if it would stick to his intestines and do him harm. Reporter stated that the patient confessed a couple of months ago that he was addicted to the product and was afraid to mention it to his doctor.